Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, noise was observed on the right ventricular lead. The noise episodes were initiating remote transmission for high ventricular rate. The device was reprogrammed. The patient remained asymptomatic and would continue to be monitored.